Event description:
The quest delivery set leaked while delivery cardioplegia to a patient. The set had to be changed out while on cardiopulmonary bypass. After inspection, there was a hole located on the upper side of the left bladder of the delivery set.